Manufacturer narrative:
This is 2 of 2 medwatch reports regarding this event. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported pump constantly updating, disconnecting from sensors, false high alerts in the morning, false low when sleeping on the arm, delayed battery alerts, rewinding was louder than it used to be, screen was scratched and very hard to see in the daylight and experienced hyperglycemia. The customer blood glucose value was unknown and hyperglycemia was treated with insulin pump, manual injection/insulin pen. The event involved product unk_sensor,mmt-7841zn,mmt-1884. Troubleshooting was partially performed for hyperglycemia and not performed for other allegations. It was unknown whether the connection issue was resolved or not. Customer was using the insulin pump within 48 hours of the reported event. It was unknown whether the auto mode feature was active at the time of incident. No further patient complications were reported. No product return was required for unk_sensor,mmt-7841zn,mmt-1884.